Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user experienced hyperglycemia after forgetting to announce a 50 g carbohydrate lunch meal, reaching a blood glucose of approximately 300 mg/dl and measuring 283 mg/dl while trending downward at the time of contact; the user was advised not to enter a late meal announcement after 2 hours and to allow the ilet correction factor to address the elevation. Symptoms included lethargy. Outcomes included no use of backup therapy, no ketone testing, and no medical intervention. Investigation included troubleshooting and education. Investigation of this case revealed no device alerts or alarms and no device malfunction reported. It was concluded that hyperglycemia occurred with cause unclear, and the event was managed with device-directed correction. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.